Event description:
It was reported that pump declared altitude alarm and insulin delivery was suspended, although pump remained within validated operating altitude range and speaker holes were not obstructed. There was no adverse impact to the customer's blood glucose level. Customer cleaned speaker holes as instructed, removed and reconnected cartridge, and after waiting was able to resume insulin without alarm recurrence, and pump resumed normal operation with additional guidance provided for preventing altitude alarms in future.